Manufacturer narrative:
Customer letter not required. This was determined reportable to the FDA per edwards lifesciences procedures. DHR review has been started.

Event description:
Reportedly, the device was explanted at implant due to a failed ring repair. Per the cer: physio ring was implanted to correct mitral regurgitation in 2009. Patient also had a left ventriculoplasty and maze procedure to correct the left ventricular hypertrophy and atrial fibrillation on the same day. After the implant, mitral regurgitation was still observed and customer decided to explant the ring at the implant. Duran ring 27mm was implanted as a replacement. There was still a mitral regurgitation observed after the implant of duran ring. Physio ring was discarded at the hospital, and it will not be returned for evaluation. Report only.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Caller tested 3.8 inr on the coaguchek xs system while a comparison lab returned as 2.3 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.